Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported the patient with this artificial urinary sphincter (aus) experienced mechanical issues and urinary incontinence, leading to a replacement surgery. During the surgery, fluid loss was observed in the device; however, its source was not identified. The entire aus was removed and replaced with a new device. No additional patient complications were reported.